Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found that the override switch was stuck, causing the 3085 sp surgical table to move without command. The technician replaced the override switch. The table was tested, confirmed to be operating according to specifications, and returned to service. The table was manufactured in 2004 making it approximately 21 years old. The table is not under a steris service agreement for maintenance. The facility is responsible for all maintenance activities. The 3085 sp surgical table operator manual states, "safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance. Repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris regarding service options." Steris consulted with user facility personnel to emphasize the value of a preventative maintenance plan for their 3085 surgical table and any upcoming equipment purchases. No additional issues have been reported UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that the patient obtained a bruise as the leg section of their 3085 sp surgical table raised in height without command during a patient procedure. User facility personnel leveled the table to complete the procedure successfully. The user facility did not disclose further information regarding the patient or if medical treatment was sought or administered.